Manufacturer narrative:
Onsite investigation was performed and the issue could not be replicated as system functioned as designed and without problems. Site staff suspected that the reported event was caused by the frame being bumped by the monteris system while they were setting up the scanner, resulting in the reported inaccuracy. No parts were replaced or returned and no further issues were reported. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a cranial resection procedure, the vertek arm and precision aiming device (pad) were aligned to the target. They removed the pad, draped the vertek arm, and brought in a sterile pad with a sterile vertek probe. They then re-aligned the pad with the probe, locked trajectory, and successfully navigated accurately with the biopsy needle. When introducing the monteris bolt and their laser, they were inaccurate just below the tumor. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.